Event description:
Complainant alleged that during the incoming inspection of the device, the unit inappropriately shuts off during the power-up sequence. The complainant indicated that there was no patient involvement in the reported malfunction.